Manufacturer narrative:
Product analysis: the external pulse generator (epg) output and sensitivity were evaluated at the user facility with no faults observed. However, it was noted that the battery was weak. The customer was advised to replace the battery. The epg remains in the possession of the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing. The epg was evaluated at the user facility by a company representative and will not be returned for service. No patient complications have been reported as a result of this event.